Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt lost stimulation suddenly while welding with the stimulator on. The event was ongoing.